Event description:
It was reported that the patient with this pacemaker system experienced an infection and pocket erosion. Subsequently, this right atrial (ra) lead was explanted. No additional adverse patient effects were reported.